Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was an implant retained dental crown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism.